Manufacturer narrative:
Device evaluation completed on february 21, 2021. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the sm mpp gel 550cc breast implant, measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device excursion, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 550cc silicone prosthesis experienced right sided rupture, and implant exposure post procedure. The report indicates that the patient¿s incision opened, and implant was exposed, with serious drainage through the skin opening. A physical examination was performed by a physician and rupture was diagnosed. As a result, an explant with no replacement was performed on (B)(6) 2020. The patient tolerated the procedure well and ambulated from the procedure room without difficulty.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that inadvertently chose an incorrect code for the "health effect - clinical code" in initial submission. Manufacturer¿s reference number: (B)(4), correct code is wound dehiscence (e2340).